Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed c-arm was broken towards the end of the procedure and was able to complete the vessel harvest without incident and opening a second kit. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/18/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the cannula handle as well as on the distal portion of the c-ring. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. No other visual defects were observed. Based on the condition of the returned device and the evaluation results, the reported failure "break-c-ring cut" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they noticed c-arm was broken towards the end of the procedure and was able to complete the vessel harvest without incident and opening a second kit. The hospital did not report any patient effects.